Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, this has been a gradual rise over time. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements, this has been a gradual rise over time. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced. No further adverse patient effects were reported.